Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the navigation system had multiple instruments loaded onto the application, exceeding the limitations of the software. Therefore, the trackers could not be observed by the navigation system. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A site representative reported that, while in a spinal fusion, the left side trackers of the imaging system could not be viewed by the navigation system. It was reported that the first image acquisition could be performed and navigated. A second image acquisition was unsuccessful due to the reported issue. A non-navigated image acquisition was then performed. It was reported that the site could view the right side trackers of the imaging system. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no known impact on patient outcome.